Event description:
It was reported that the patient passed away due to ischemic heart disease. The device was interrogated in the mortuary and an impedance issue was observed on the device. It is unknown if the impedance anomaly is related to the performance of the device. Additionally, the final electrocardiogram recording showed the patient in ventricular fibrillation and ventricular tachycardia. The physician alleged the patient's passing was not related to the device. The device was removed from the patient and will be returned for analysis.

Manufacturer narrative:
The field complaint of impedance problem was not confirmed. As received, the device was in vvir mode near beginning of life (bol) voltage level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and output impedance measurement indicated normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.